Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with unspecified mentor gel breast prostheses that bilaterally ruptured post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 300cc gel breast prostheses on (B)(6) 2009. This medwatch report is for the patient¿s left breast prosthesis.